Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the lot codes 2751399 and c67bm1. A search of the complaint database search finds additional reported incidents against both lot codes 2775119 and c1tb51 since their release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation alleges that patient experienced serious physical injury, harm and damages. **update** (B)(4) 2012 - medical records were received from legal. Records indicated that the patient was revised due pain, metallosis, and impingement on the back of the cup. The stem and cup were added to the complaint. Records are available for further review.

Manufacturer narrative:
UDI: (B)(4).